Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Surgeon didn't approve for return.

Event description:
It was reported that patient underwent a partial knee arthroplasty on (B)(6), 2014. Subsequently, a revision procedure was performed on (B)(6), 2016 due to dislocation after patient fell. The polyethylene tibial bearing was removed and replaced.